Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. On approximate date of (B)(6) 2025, a single leaflet device attachment(slda) occurred from anterior leaflet. Per the physician, slda was due to patient's pre-existing anatomy. Chordal rupture was reported. Patient returned symptomatic with dyspnea and recurrent mr of grade 4+. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology as it was reported that per the physician, slda was due to patient's pre-existing anatomy. The reported patient effects of tissue injury and recurrent mr appear to be related to the slda, and dyspnea is a cascading effect of the recurrent mr. Mr, tissue injury, and dyspnea are listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. On approximate date of (B)(6) 2025, a single leaflet device attachment(slda) occurred from anterior leaflet. Per the physician, slda was due to patient's pre-existing anatomy. Chordal rupture was reported. Patient returned symptomatic with dyspnea and recurrent mr of grade 4+. There was no clinically significant delay. No additional information was provided.